Manufacturer narrative:
The unit had all operating currents within specifications and passed functional testings including the rewind, basic occlusion test, prime test, excessive no delivery test, and displacement test. The motor was tested outside of the device and passed. However, the unit alarmed motor error during the occlusion test due to a faulty force sensor resistor. The unit had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window.

Event description:
The customer called in to report a no delivery alarm and a motor error alarm. The customer's blood glucose level was 340 mg/dl. The customer was able to clear the alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.